Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/1/2021. H.6. Investigation: three photos, and ninety-one 3ml syringes with needle from batch #1097252 were received. The samples were visually evaluated. Each sample was observed to have a slightly "wet" stopper and no evidence of stopper separation from the plunger. This wetness is most likely silicone lubricant and the amount observed was acceptable per product specification. Since the samples received contained an acceptable amount of silicone lubricant and stopper separation from plunger was not observed potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported syringe 3ml ll w/ndl 25x1 rb had foreign material and a damaged stopper. The following information was provided by the initial reporter: "cx opened the box of product syringes had some liquid in them and the stoppers in side the syringes were 'falling apart' and there was flakes inside as well."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 3ml ll w/ndl 25x1 rb had foreign material and a damaged stopper. The following information was provided by the initial reporter: "cx opened the box of product syringes had some liquid in them and the stoppers in side the syringes were 'falling apart' and there was flakes inside as well."